Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per spec with accurate readings.

Event description:
It is reported that the customer had high blood glucose levels that exceeded 400 mg/dl. The exact blood glucose levels were not provided. The customer reported a sensor error alert from the insulin pump. The customer treated with manual insulin injection. Troubleshooting was done. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.